Event description:
Site indicated bone fracture-tibial. Mild severity. Possibly device related. Perioperative. No re-hospitalization. No surgical site treatment.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.